Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility reported that the vitrectomy probe did not function properly during surgery. The probe was aspirating. The probe was replaced and the procedure was completed. There were no negative consequences for the patient.

Manufacturer narrative:
Additional information provided. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are four additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and found non-conforming with a damaged cutting edge of the port. Actuation testing was performed and found conforming. Aspiration testing was performed and found conforming. Cut testing was performed and found non-conforming. The probe was disassembled and the components inspected. There is nominal wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area, cutting edge and several locations along the inner cutter. The complaint evaluation confirms the probe had a functional cut issue. The exact root cause for the cutting issue cannot be determined from this evaluation. A possible root cause of the poor cutting is from a damaged inner cutting edge. Components within the probe may also impede the movement of the cutter shaft, causing poor cutter movement. The gouge marks observed at the bend area, cutting edge and locations along the inner cutter also supports this was not a manufacturing related issue. No specific action with regard to this complaint was taken by the manufacturing location because the probe because the exact root cause for the complaint could not be determined. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).